Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that yes the device was off and they could not increase stimulation and it was bothersome due to too strong stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she was in the store and stimulation was up at 6v and was too strong for her and was bothersome so she turned stimulation down and off. The change in therapy/symptom was noted as sudden. Patient said now she was trying to increase stimulation and she wasn't able to. During call it was discovered that ins was off, patient didn't know how ins got turned off. Once ins was turned back on patient was able to increase stimulation (p3 @ 2.0v) and felt stimulation in bike seat. Patient confirmed stimulation was comfortable. The patient said she got device for urinary frequency and urinates half as frequently as she used to before the device. There were no further complications reported at this time.